Event description:
Regarding surgery on (B)(6) 2013, mandibular fracture repair: at approx 1150, the surgical tech was scrubbed for this case, informed me that a screw that was intended to be explanted from the mandible had broken during removal. The lower portion of the screw was to remain implanted in the mandible, according to the surgeon. The upper portion of screw is sequestered.